Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the r-waves had significantly dropped since implant. This caused the patient to receive inappropriate therapy due to oversensing. X-ray revealed ra and lv leads had dislodged, and a possible rv lead micro-dislodgement causing the r-wave reduction. The patient chose not to have any further procedures done. Tachy and pacing were turned off. System remains implanted.